Event description:
The reporter indicated that the surgeon implanted a 12.5mm ticm120v4 implantable collamer lens into the patient's right eye (od) on (B)(6) 2011. On (B)(6) 2015 it was noted the patient had lens rotation. On (B)(6) 2016 the lens was repositioned but this did not resolve the problem. Then the lens was exchanged with a longer length and different model lens on (B)(6) 2021 which resolved the problem. It was noted for the patient's postop review that "residual astigmatism will be treated by laser".

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in a microcentrifuge vial in liquid. Visual inspection found the lens optic torn and haptic broken. Dimensional inspection found the lens within specifications. Claim#: (B)(4).